Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured around nominal pressure. The number of inflations and to what atms is unk. The lesion being treated was a calcified lesion in an unk part of the anatomy. The procedure was successfuly completed with this device. No pt injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. A review of the manufacturing record for this particular batch #8389883 shows that the device met its material, assembly and product specifications at the time of its release to distribution.